Manufacturer narrative:
Previous codes of tilt, retrieval difficulty, new codes of anxiety, dvt and thrombosis in device it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused failed removal, tilt, and embedment. The patient reported becoming aware of filter tilt, embedded in the ivc and unable to be retrieved, three years and eight months post implant. The patient underwent an unsuccessful percutaneous removal attempt approximately one-month post implant. The patient has also reported experiencing stress. According to the medical records the patient developed bilateral pulmonary embolism (pe) after undergoing a transurethral resection of a bladder tumor (turbt). The patient¿s medical history is noted as a prior turbt, dyslipidemia and morbid obesity. Prior to the filter placement, the patient underwent a cystoscopy with clot evacuation and fulguration of bleeding due to the hematuria from the prior turbt. A bilateral ultrasound of the lower extremities was negative for deep vein thrombosis (dvt). The patient underwent another cystoscopy and fulguration of bleeders due to hematuria. Then, the patient underwent a cystoscopy with bilateral retrograde pyelography, right ureteroscopy with stent placement, evacuation of clots from the bladder and fulguration of bleeding points for persistent hematuria and bladder cancer. The patient underwent placement of an optease ivc filter for pe and hematuria. The filter was placed via the right common femoral vein through a 6fr sheath and deployed below the level of the renal veins. Three days post implant, the patient underwent an open right sided nephrectomy, due to the surgeries and hematuria the patient was not anticoagulated. Two days after discharge the patient presented to the emergency room with leg swelling and was diagnosed with a right lower extremity dvt. The patient was put on eliquis as the dvt was progressing into the saphenous vein. Approximately one-month post implant the patient presented for removal of the filter. An inferior vena cava gram showed large thrombus in the ivc, trapped by the filter, with flow present around the thrombus and through the filter, as such the filter could not be removed. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and/or occlusive thrombosis or occlusion within the filter and/or the vasculature do not represent a device malfunction. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and/or lesion characteristics. Without procedural films for review, the reported filter tilt could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown, it is also unknow if the filter tilt was a result of the failed removal attempt. Ivc filter tilt has been associated with technique, the anatomy of the vessel, specifically asymmetry and tortuosity. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided for review and no available imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the medical records the patient developed bilateral pulmonary embolism (pe) after undergoing a transurethral resection of a bladder tumor (turbt). The patient¿s medical history is noted as a prior turbt, dyslipidemia and morbid obesity. Prior to the filter placement, the patient underwent a cystoscopy with clot evacuation and fulguration of bleeding due to the hematuria from the prior turbt. A bilateral ultrasound of the lower extremities was negative for deep vein thrombosis (dvt). The patient underwent another cystoscopy and fulguration of bleeders due to hematuria. Then, the patient underwent a cystoscopy with bilateral retrograde pyelography, right ureteroscopy with stent placement, evacuation of clots from the bladder and fulguration of bleeding points for persistent hematuria and bladder cancer. The patient underwent placement of an optease ivc filter for pe and hematuria. The filter was placed via the right common femoral vein through a 6fr sheath and deployed below the level of the renal veins. Three days post implant, the patient underwent an open right sided nephrectomy due to the surgeries and hematuria the patient was not anticoagulated. Two days after discharge the patient presented to the emergency room with leg swelling and was diagnosed with a right lower extremity dvt. The patient was put on eliquis as the dvt was progressing into the saphenous vein. The patient presented for removal of the filter. An inferior vena cava gram showed large thrombus in the ivc, trapped by the filter, with flow present around the thrombus and through the filter, as such the filter could not be removed.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused failed removal, tilt, and embedment. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without procedural films for review, the reported filter tilt could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown, it is also unknown if the filter tilt was a result of the failed removal attempt. Ivc filter tilt has been associated with technique, the anatomy of the vessel, specifically asymmetry and tortuosity. With the very limited information provided for review and no available imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Occupation: other, senior counsel, litigation.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, failed removal, tilt, and embedment. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.